Event description:
A customer contacted beckman coulter, inc. (Bec) to report a clenz and diluent leak from the unicel dxh 800 coulter cellular analysis system air mix and temperature chamber (amtc). The spill was cleaned up by the user.the user was wearing personal protective equipment consisting of gown, gloves, and goggles. There was no contact with broken skin or open wounds. Medical attention was not sought.there was no impact to patient results.no effect to patient or user was reported in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found the waste port blocked by a piece of rubber stopper from the specimen cap. The fse replaced the nucleated red blood cells (nrbc) mixing chamber which resolved the problem. Root cause was attributed to the blocked waste port. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).